Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy due to noise. A decrease in impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 25.2-29.0cm from distal tip. Etfe coating of one sensing conductor was abraded. Multiple internal insulation abrasions were found at 7-7.9cm, 14.7-15cm and 23.5-24.2cm from distal tip. Etfe coating was intact at all locations. Several internal insulation abrasions under svc shock coil were found between 16.3-24cm from distal tip. Etfe coating was intact in all locations. X-ray indicated one re cable was melted in svc shock coil area at 16.3cm. The damage could have caused the reported complaint.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.